Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The surgeon reported a system message displayed and the system stopped working during surgery. The system was rebooted and the surgeon was able to complete the surgery as planned. The surgeon filled the anterior chamber with methylcellulose while rebooting the system. The surgeon performed 10 surgeries that day. The event occurred in the 5th surgery. No problems were reported for the other 9 surgeries. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the cpu battery. The software was updated. The system was then tested and met all product specifications. (B)(4).